Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the sheath did not lock properly due to poor fitting with the dilator and the catheter got stuck because the wire was caught and could not move. Additionally, when the lever was pulled, it did not turn into a flower shape. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Correction as it was reported that the guidewire issue was encountered during device preparation the event is considered inability to load the guidewire and not guidewire entrapment. Device codes updated from a15028 entrapment of device. A15: activations, positioning or separation to a1702; device-device incompatibility a150201: positioning failure inability to load the guidewire during preparation of the device is not considered a reportable malfunction as it would prevent the device use or insertion of the device into the patient. Upon device return and inspection, no outer abnormalities were observed. An attempt to insert a guidewire was made and it was unsuccessful since the guidewire could not advance through the catheter due to a resistance felt during the insertion. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Additionally, some white spots were observed on the break point of the pebax. Under microscope it was possible to observe adhesive residue.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the sheath did not lock properly due to poor fitting with the dilator and the catheter got stuck because the wire was caught and could not move. Additionally, when the lever was pulled, it did not turn into a flower shape. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.